Event description:
It was reported that the patient's site at the hip area of the abdomen was initially comfortable but resulted in a line blocked alarm. Per reporter, the patient resumed infusion with the current cassette, experienced another line blocked alarm, and upon removal of the second site the cannula was found bent. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.